Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 600 mg/dl and a high ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. Suspected cause was due to pump not working, however customer declined to troubleshoot to confirm. The customer reverted to an alternative method of insulin therapy.